Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 256mg/dl. The customer stated that he was in a car accident, but he was not the driver and he was not wearing the insulin pump at the time. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit passed displacement test and all operating currents were within specification.